Event description:
It was reported that during a laparoscopic hernia repair procedure, the tacks would not stick and kept falling out. The mesh was left in the patient, but the doctor had to resort to using stay surtures that he brought up through the patient's abdomen and tied at skin, which extended surgery time by about 4 to 5 hours. There was no patient consequence.